Event description:
The event involved a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch device and it occurred on an unspecified date. This device reportedly backed up with blood and would not run fluids at all when trying to infuse a patient in the anesthesia department. The incidences needed to quickly infuse unspecified fluids but have been unable to do so safely or effectively. Multiple troubleshooting techniques were attempted with no improvement. This issue with the tubing has been reoccurring and it caused a delay in therapy because they were unable to infuse fluids, etc. At an ideal rate. There was no report of any human harm.

Manufacturer narrative:
Received one video of primary y-type blood set with fluid flowing through it. Air was observed to flow upwards towards the bag. The complaint of set backing up and not running fluids can be confirmed. The probable cause cannot be determined without the return of the used set.